Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd nurse reported the patient went to the emergency room (ER)(signs/symptoms unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for fungal peritonitis (organism and species unknown). The patient¿s pd catheter was pulled, and the patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and will start in-center hd on (B)(6) 2021. The cause of the peritonitis is unknown. No cassette leak or issue with the liberty select cycler was reported for this event. No additional information was available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of fungal peritonitis with hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis. Although the cause of the peritonitis was unknown, fungal peritonitis most often originates from organisms found on the normal flora of human skin, gastrointestinal tract, and genitourinary tract resulting from touch contamination. The patient¿s pd catheter removal is within the guidance of the international society for peritoneal dialysis (ispd) guidelines. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized. Upon follow up, the patient¿s pd nurse reported the patient went to the emergency room (ER)(signs/symptoms unknown). The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotics (drug, dose, frequency, and duration unknown). The culture resulted positive for fungal peritonitis (organism and species unknown). The patient¿s pd catheter was pulled, and the patient was transitioned to in-center hemodialysis (hd). The patient was discharged on (B)(6) 2021 and will start in-center hd on (B)(6) 2021. The cause of the peritonitis is unknown. No cassette leak or issue with the liberty select cycler was reported for this event. No additional information was available.